Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission :1/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: during visual inspection of the pump, it was observed that there were three battery compartment cracks to the left of the bumper at the threads, two battery compartment cracks above the bumper at the threads and one battery compartment crack below the bumper at the case seal. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored. The keypad cover was intact; the contrast button was intermittent during investigation. The keypad was removed to inspect under the contacts and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.